Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filled.

Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 222 mg/dl, 129 mg/dl and 206 mg/dl and 196 mg/dl on her blood glucose meter within a ten minute time period. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.